Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked insulin. Customer's blood glucose level was 209 mg/dl. Customer loaded a new cartridge and subsequently a minimum fill notification occurred after filling the cartridge with approximately 240 units of insulin. Customer attempted to reload the same cartridge, however was unable to load the cartridge as it did not "align properly." Customer loaded a new cartridge to resolve the issue.